Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 ipgs; however, it is unknown which ipg; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: eterna scs ipg, model: 32400, UDI: (B)(4), serial: (B)(6), batch: 10065980.

Event description:
It was reported that the patient experienced discomfort at the ipg site. It is unknown which ipg is at fault. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicates the patient experienced discomfort at both ipg sites. Surgical intervention was undertaken on (B)(6) 2025 wherein the pocket sites were revised.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.